Manufacturer narrative:
The customer reported complaint, of the thermogard system sound the alarm and displayed an unknown error message was confirmed during functional testing and archive review. Initial functional testing failed as the thermogard displayed the tcmid: 05 error message upon start. The defective cooling engine (ce) compressor and microcontroller were replaced to remedy the fault. Following the repair and replacement of the parts, the thermogard was tested and passed all the testing criteria and functioned as intended. A visual inspection was performed and lid bumpers, drip tray gasket and seal rocker switch were noticed damaged and cold well cap is missing, unrelated to the reported complaint. The thermogard is a reusable device and was manufactured on 2008. Therefore, this type of issue is characteristic of normal wear and tear. A review of the event log was performed and found tcmid:05 error to have occurred on the reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system sn (B)(4).

Event description:
During temperature management therapy, the reporter noted that the thermogard xp ivtm console ((B)(4)) sound the alarm and displayed an unknown error message in bright yellow with request to restart system. Console was restarted, however same issue occurred again. Another system was used to continue with treatment. No known patient consequences were reported.